Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to swap the power management printed circuit board assembly (pcba) to determine if fault was the power management pcba or the power switch overlay. A follow up with the customer revealed that the customer replaced the defective power management pcba to address the reported problem. Following part replacement, the unit successfully passed the required performance verification test. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error led alarm failure (e/c 1105). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.